Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test due broken or detached end cap.

Event description:
Customer reported via phone call that the side where the up and down arrow was there is a crack. The customer¿s blood glucose was 188mg/dl. Customer stated that no physical damaged to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.